Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical anterior fusion surgery at c6/7 due to cervical disc herniation. Intra-op, after placing the cage in the patient's body while performing washing it was noticed that the cage was broken. The cage was removed and another cage of the same size was inserted again. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis results: visual examination of the returned implant confirmed that the top center portion of the implant around the locking cap is fractured in multiple locations. Microscopic examination of the fractures appear to emanate from the locking cap, with witness marks on the top face of the locking tab is noted, consistent with impact during attempted implantation. The above observations are consistent with significant impaction force on the implant locking cap during the attempted insertion. If information is provided in the future, a supplemental report will be issued.